Event description:
Related manufacturer reference number: 2017865-2022-09032. It was reported a patient presented in clinic with r-wave amplitude variation due to right ventricular (rv) lead dislodgement, confirmed by x-ray. The patient was bradycardic since the right ventricular lead was not sensing the r-waves. Upon interrogation with the merlin programmer, a device upgrade was prompted. After upgrade, the implantable cardioverter-defibrillator (ICD) was unable to be interrogated by an updated merlin programmer. The ICD was reset with the use of a non-updated programmer, resulting in successful interrogation. There was no loss of device functionality due to the interrogation incompatibility. To address the rv lead dislodgement, a lead revision was scheduled for (B)(6) 2022. During the procedure, the rv lead helix could not be retracted and a stylet could not be advanced in the lead. The lead was successfully explanted and replaced during the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, r-wave amp variation, no sensing, helix mechanism issue and unable to insert stylet into the lead. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to be retracted and extended by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. The reported events of r-wave amp variation and no sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of unable to insert stylet was confirmed. The cause of stylet could not be inserted into the lead was isolated to overtorque of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.